Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and if initial reporter also sent report to FDA, are unknown.

Event description:
It was reported there was an alarm upstream occlusion. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code information was not found in the event history log (ehl). After functional and visual testing was performed, the customer issue was not duplicated. No upstream occlusion message was detected when performing an infusion test. The upstream sensor was in specification during the functional test. The root cause of the reported issue is unknown as no problem was found. No actions were required as no problem was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).